Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were very burnt. The tip of the hot jaw silicone boot was peeling and the tip of the cold jaw silicone boot had detached. The device was very bloody. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced heat and did not remain activated. Based upon the observation of the jaws burnt and the jaw boot detached, the reported failure "failure to deliver energy" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro remained activated. The user smelled smoke and saw lots of smoke in the tunnel. When she pulled it out the tip was melting even though the toggle was in the neutral position. A new unit and cable were used to complete the procedure. The hosp did not report any pt effects. The product was returned.